Manufacturer narrative:
Mentor received additional information about the suspect medical device. It is a mentor memorygel gel breast prosthesis, catalog #350-5135bc. Sn: #(B)(6). The manufacturer for this device is mentor medical systems b.v. Mentor medical systems b.v, located in leiden, the netherlands, is a foreign manufacturer of medical devices that are not cleared or approved for sale in the us. It is a separate legal entity from mentor texas. Per 21 cfr 803.58 and "medical device reporting for manufacturers" (FDA guidance document issued on november 8, 2016), we are ¿not required to submit MDR reports for events occurring in other countries for a device that is manufactured in a foreign country and that is not cleared or approved for marketing in the us. However, if mentor becomes aware of information that reasonably suggests a device has malfunctioned and that a similar device that is marketed in the us would be likely to cause or contribute to a death or serious injury if the malfunction were to recur, then mentor should report the device malfunction that occurred outside the us." Since mentor medical systems b.v. Do not market any devices in the us, manufacture & market all their devices outside the us, and have never held FDA approval nor clearance for any of their products, their devices do not meet the criteria for MDR reportability. However, as this event was already reported, mentor will continue reporting all additional information received with a supplemental report if necessary. G1 manufacturer contact phone number: (B)(6). G1 manufacturer site fax: (B)(6). G1 manufacturer site phone: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a revision breast reconstruction with an unspecified mentor gel breast implant and experienced left-sided rupture postoperatively. As a result, the patient underwent removal and replacement with a 160cc mentor memorygel breast implant (left catalog #: 3545160, left serial #:(B)(4)) on (B)(6) 2021. The device was discarded inadvertently and is not available for product evaluation. The event date was estimated as (B)(6) 2021 based on available information.